Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.